Event description:
It was reported that the speed unable to adjusted. A rotapro console was selected for use. It was noted that the rotation speed could not be adjusted. There was no patient complications reported.